Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed emergently and experienced low flows rates and suction events. Echocardiography indicated proper placement across the aortic valve. The physician noted that these issues were likely attributed to the presence of a clot. Consequently, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was returned for evaluation and confirmed low pump flow. The root cause of the low pump flow was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.